Event description:
It was reported that in the evening following implant, the patient became asystolic and observed the lead had dislodged. On (B)(6) 2014, the lead was repositioned. On (B)(6) 2014, the nurses were rolling the patient over and the patient became asystolic again. The nurses rolled the patient back over and pacing resumed. On (B)(6) 2014, the physician elected to remove and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.